Event description:
It was reported that the ilet display developed spots that rendered the screen unreadable while the device remained powered and functioning, and the user transitioned to backup therapy as needed. Symptoms included no adverse clinical effects, with blood glucose reported at 103 mg/dl and no hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention beyond routine device replacement logistics, and no hospitalization. Investigation included collection of use history and facilitation of device return for evaluation and inspection of the returned device. Investigation of this device revealed a suspected display hardware failure consistent with a screen defect impacting readability but not device operation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.